Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg has migrated due to weight loss. The migration has resulted in patient experiencing difficulty charging, as well as discomfort. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Issue has been resolved.

Manufacturer narrative:
Patient's dob was inadvertently omitted.